Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump overinfused during infusion. The medication (pip/tazo) infusion finished half the time it was supposed to be given. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d5, d9, h3, h6 (replace codes), h11. Correction: d4 UDI #. H11: the device was received for evaluation. A functional flow rate accuracy testing was performed with no issues noted; the reported condition was not reproduced. A service history review was performed and revealed that the device has no previous service events in the past 12 months; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.